Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). This report for a user error was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting of a check heater line that appeared on the home choice (hc) display during fill 1, the home patient (hp) revealed that she had replaced the cassette (only). The technical service representative (tsr) advised the hp to end therapy and restart the setup with all new supplies. The tsr advised the hp that she must change the bags if they were connected to the cassette. The patient was involved but there was no patient injury or medical intervention reported. Product surveillance contacted the clinic administrative assistant on (B)(6) 2011. The nurse was not available. A detailed message was left with the administrative assistant to notify the nurse of the patient's use error. Product surveillance advised to have the nurse call should she have any questions. No further information is available.